Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "after opening the catheter, it was found that the teflon and the guidewire were kinked, so the guidewire did not slide normally." This was found prior to use. There was no patient involvement.

Event description:
It was reported "after opening the catheter, it was found that the teflon and the guidewire were kinked, so the guidewire did not slide normally." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "after opening the catheter, it was found that the teflon and the guidewire were kinked, so the guidewire did not slide normally." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened sac kit for analysis. The introducer needle was not returned. Visual analysis revealed creasing/bending on the pouch. The damage observed is consistent with defects related to storage and shipping. The lidstock clearly states, "do not bend". The components were removed from the packaging for further inspection. No signs of use were observed. Visual analysis revealed the guidewire, sac guard, and catheter were kinked within the packaging. Misaligned coils were observed adjacent to the proximal end of the guidewire. Microscopic examination confirmed the distal and proximal welds were secure and intact. The kink in the guidewire was 215 mm from the distal end. The kink in the sac guard was 259 mm from the distal end. The kink in the catheter was 64 mm from the distal end. The guidewire length measured 351 mm, which is within the specification limits of 345 mm - 355 mm per product drawing. The guide wire outer diameter measured 0.510 mm, which is within the specification limits of 0.508 mm - 0.533 mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The undamaged portion of the guidewire was advanced through a lab inventory 20 ga introducer needle. The undamaged portion of the guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The returned lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit warns the user, "do not use if package is damaged." The customer report of guidewire kinked in packaging was confirmed through complaint investigation of the returned sample. The packaging had signs of bending/creasing upon return. Kinks were observed in the guidewire, sac guard, and catheter. Misaligned coils were observed adjacent to the proximal end of the guidewire. The guidewire met all relevant dimensional and functional requirements. The device history record review did not reveal any relevant findings. The returned product lid stock clearly states, "do not bend". Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.